Event description:
A 500 cc normal saline solution was programmed into pump to infuse at 60 cc/hr. One hour later, the pump beeped and the IV bag had emptied. Pump history showed 59.6 cc infused with 440 remaining to be infused. Pump removed from service immediately and sent to bio-med. Bio-med reported that device failure was a result of cracked pump lever; causing loss of connection with the pressure plate and failure to regulate the flow of fluid.